Event description:
During assistance with starting over with new supplies, which occurred on the homechoice (hc) during use during fill, the patient revealed the disconnection between the supply bag and the cassette. They did not have any alarms and they were informed to start over with new supplies. During a follow-up with the home patient (hp) regarding the reported problem, they stated they did start over with new supplies and therapy went fine. The hp stated that they do not know what led to the problem. They stated this problem has not occurred again and things are going fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to an unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.